Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open ventral hernia repair on (B)(6) 2013 and mesh was implanted with rectorectus placement. On (B)(6) 2015, the patient presented with ventral hernia recurrence. In (B)(6) 2015, the patient underwent revisional open ventral hernia repair. Additional information has been requested.